Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Physician crossed septum with the versacross connect for the faradrive. He aspirated and flushed the sheath. With the stopcock off to the patient, he inserted an octaray catheter. St elevation in leads ii, iii and avf were noticed and the interventionalists were called. After about 3 minutes, the st elevation subsided. The coronary arteries were shot with contrast and all looked open. The procedure was cancelled, and the patient was under general anesthesia. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.